Manufacturer narrative:
Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. (B)(4). Additional review determined that some previously received information was related to the same patient event.

Event description:
The consumer reported that the trial patient went through a 5 day trial 6 weeks ago. The lead wire wasn¿t in well and was not deep. The stimulation turned off and on for both sides, which made it difficult and the patient called the manufacturer representative several times during the trial. The patient had symptom reduction, the trial had ended, and they were pursuing getting the implant. Approximately one month later the consumer alleged the trial electrodes ¿just fell out of [their] back¿ and was not properly removed either. The patient added that the test device fell out of their body and the doctor ¿just took it back that way, as it was so flimsy it fell out of my body.¿ cause, diagnostics/troubleshooting/actions, and outcome remain unknown. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer alleged the trial electrodes "just fell out of [their] back" and was not properly removed either. Cause, symptoms, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information.